Event description:
The design history records was reviewed for the lead and it was confirmed that the device was hp sterilized prior to distribution into the field.

Manufacturer narrative:
(B)(4).

Event description:
It was reported on (B)(6) 2016 that the patient had her m106 generator explanted due to an infection on (B)(6) 2016. The device was recently implanted on (B)(6) 2016. The surgeon planned to explant the generator, clean out the infected pocket, create a new pocket site and implant a model 103. The new model 103 serial number (B)(4) that was implanted on (B)(6) 2016 has now been explanted approximately 3 days after it was implanted. The design history records were reviewed for the m106, sn: (B)(4) and m103 sn: (B)(4) generators and it was confirmed that both devices were hp sterilized prior to distribution into the field.